Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, depression and anxiety. Family history included asthma and diabetes. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and stress urinary incontinence outcome was unknown. The reporter considered stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: trailing coils- right: 4, left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion device in satisfactory position. Lot number:b53029 manufacturing date:2013-07 expiration date:2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, depression and anxiety. Family history included asthma and diabetes. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and stress urinary incontinence outcome was unknown. The reporter considered stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: trailing coils- right: 4, left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion device in satisfactory position. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.